Event description:
The customer reported that the system would lock up while attempting to sent images to dicom/pacs. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was reset and the smart switch was checked during the service call. The system was tested and found to be working as intended and put back into service.